Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device could not be inserted in patient and were not used. The case was completed with a new device of same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m90e36. The analysis results found that the cb12lt device was returned in good condition. The device was visually inspected and it was found to be in good condition, no anomalies were noted on the device; the obturator was inserted through the sleeve assembly with no anomalies noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be inserted in patient and was not used. The case was completed with new devices of same product code. There were no patient consequences reported.